Manufacturer narrative:
Upon follow up, the customer indicated they are using rack adapters for the smaller sized sample tubes. The customer is not having any further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer between (B)(6) 2017 and (B)(6) 2017. The erroneous results were reported outside of the laboratory. Patient 1 initial hcg + b result was 14 iu/l from the e411 analyzer. On (B)(6) 2017 a new sample was drawn and tested at a different site where the result was in the 17,000 iu/l range. Once the customer was aware of the result in the 17,000 iu/l range, they repeated the initial sample on the e411 analyzer and the result was approximately 12,000 iu/l. Based on this result, the patient was sent to the emergency room for an ultrasound. There was no allegation of an adverse event for patient 1. On (B)(6) 2017 the initial result for patient 2 was 19.26 iu/l. On (B)(6) 2017 a new sample was drawn and the result was in the 25,000 iu/l range. Once the customer was aware of the result in the 25,000 iu/l range, they repeated the initial sample on (B)(6) 2017 and the result was 13,404 iu/l using a 1:100 dilution. No adverse event occurred related to patient 2. Two reagent lot numbers were in use at the time of these tests. Hcg + b reagent lot number 13196003 with expiration date of 05/31/2017 was in use through (B)(6) 2017. On (B)(6) 2017 the new hcg + b reagent lot number was 15654203 with an expiration date of 09/30/2017. The field service engineer (fse) visited the customer site and did not identify any issues. The analyzer was checked and precision tests were acceptable. Instrument adjustments were within specification. Based on the data provided, the customer does not use rack adapters for sample tubes and the customer¿s centrifugation time is too fast. The customer uses a centrifugation time of 15 minutes at 3000 g; based on the customer¿s tube type, centrifugation time should be 10 minutes at 1300-2000 g. Quality control data from (B)(6) 2017 was acceptable. Based on a review of the alarm trace, some alarms were observed suggesting sample quality issues such as clots. A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general reagent issue is not suspected. Possible root causes may be related to sample quality (clots/fibrin in the sample, centrifugation conditions) or pipetting issues related to not using rack adapters for 13 mm tubes. An additional root cause may be insufficient maintenance.